Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during an colonic stent placement procedure on (B)(6) 2012. According to the complainant, a stricture was present at sigmoid colon. The indication of this procedure was for the palliative treatment of colonic strictures produced by malignant neoplasm. The primary decease was colonic cancer. The target site was tight stricture. The physician couldn't see beyond the stricture as it was obstructed by malignant neoplasm. Therefore, he searched the path in the stricture using the dreamwire. When he was advancing it, it advanced with no resistance therefore, he performed the lower gi series. It was noted that the position of the dreamwire was different from the path of the intestinal tract and a CT scan confirmed a perforation. The colonic stent placement procedure was canceled and emergency surgery was performed. This event occurred before use of the colonic stent and no damage was noted to the guidewire. As of this report the patient is reported to still be under follow-up, however is not worsening.

Manufacturer narrative:
Although the patient's exact age is unknown, he is in (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.